Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable loop recorder (ilr) appeared to have nonphysiologic noise on egm (electrocardiogram). The ilr was removed and the patient was upgraded to a pacemaker. No patient complications have been reported as a result of this event.